Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure to treat varix bleeding performed on (B)(6) 2022. During the procedure, the physician tried to deploy the band to ligate lesion; however, the band would not deploy. He rotated the handle again clockwise 180 degrees but still the band would not deploy and was still attached from the ligator. He tried to rotate the handle again, but still the band unable to deploy. The procedure was completed with another speedband superview super 7 and the patient's varix bleeding was resolved. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows some bands on the ligator were moved and overlapped.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.